Event description:
This case report from a pharmacy in the USA was received at emd serono on (B)(6) 2013. This (B)(6) male pt's needle broke off into the thigh, which was assessed as medically significant by the company, while being treated with rebif. No medical history was reported. Concomitant medications included multivitamin capsule and ibuprofen capsule 200mg. The pt received rebif (interferon beta-1a) 44 mcg three times per week by subcutaneous injection from an unk date to ongoing. In 2008, the pt's rebif needle tip broke off into his thigh and he subsequently required surgery to remove the tip of the needle. The pt also developed an infection. Action taken with rebif was not reported. At the time of reporting, the outcomes of needle broke off in thigh and infection were not reported.

Manufacturer narrative:
Multiple attempts were made to contact the pt and his health care provider to obtain additional info; however, the attempts were not successful. Therefore, an eval on the device could not be performed at this time. An additional communication was sent out to the pt. If any further info is received, a f/u report will be submitted.